Event description:
It was reported that the pump battery was depleting quickly and the wake button stuck. Additionally, it was reported that the pump touch screen was unresponsive and delayed in responding to presses. The customer experienced an elevated blood glucose (bg) level of above 500 mg/dl. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.